Manufacturer narrative:
Additional information is provided in sections d.4 d.9, h.3, h.6 and h.11. No product deviations reported during manufacturing of this lot that could cause the reported ae. No abnormalities were observed during batch record review related to this complaint. All analytical results are within specification. The small materials and fabrication vessels used for the compounding of vy800 were cleaned rinsed before use. All references and rinsing samples are conform. Lal results for buffer, bulk and filling are conform. Lal results on reactor and flexible (rinsing samples) are conform. Bioburden is conform. Sterility tests and rabbit invitreous test are passed without remarks. Sample evaluation - no sample is available for testing. Retention sample testing is not required based on assessment performed. Stability check -> - no unusual trends were observed for the stability results of the stability batches tested during the review period of corresponding apqr. As no sample is available and no manufacturing related deviations were identified, a conclusive root cause could not be determined. Consumer mishandling, consumer physiology, and unrelated events could not be eliminated as potential root causes. All batches are released according to the required specifications. Review of the lot complaint history, product specifications, stability check and manufacturing record found no issues which would have contributed to this complaint. Based on analysis performed, no atypical trend is present for the reported lot. In the absence of an atypical complaint trend and as no manufacturing related issues were identified during the investigation, this complaint is not justified from a technical point of view. No further action is required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the patient experienced toxic anterior segment syndrome and increased intraocular pressure after anterior chamber fill. The patient administered combigan and azopt. The patient underwent anterior chamber paracentesis (ac tap). The patient also experienced mild to moderate macular fold, cells and flare in anterior chamber. The patient has anterior chamber washout. The patient's cornea was now clear with resolved cornea microcystic edema. The patient had headache and eye soreness. The patient again administered moxifloxacin hydrochloride ophthalmic solution, prednisone and atropine. After anterior chamber fill and tube plug repositioning and anterior chamber washout. The patient¿s cornea had some swelling and ciliary body shut down. Corneal edema was resolved and inflammation continued to improve.